Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse did not find an instrument malfunction. The samples were rerun on the instrument and resulted as expected. The cause of the discordant, falsely low growth hormone results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low growth hormone results were obtained on patient samples on an immulite 2000 instrument. The discordant results were reported to the physician(s), who questioned the results. The samples were rerun on the same instrument and resulted lower. The rerun results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low growth hormone results.